Event description:
A customer reported that the insulin gauge on their pump displayed a different amount than expected, with a current estimate of 15 units instead of the expected 280 units. There was a discrepancy greater than 30 units, but after technical support assisted the customer in reloading the cartridge and disconnecting to deliver a bolus, the displayed estimate corrected to 280 units, resolving the issue. There was no adverse impact to the customer's blood glucose level. It was found that the customer had been recurring fill discrepancies due to improper cartridge loading, and they were instructed on the correct process. Customer support plans to follow up to ensure the issue does not recur.